Manufacturer narrative:
An event of device deformity was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis; however, three photos were received for analysis. Based solely on the aforementioned photos, the device appear to deploy in a deformed, cobra conformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, that a 8 mm amplatzer septal occluder was selected for implant. During the procedure, the device was positioned and deployed. Upon deploying the device, it took a deformed cobra shape. The device wasn't implanted and was replaced to resolve the event. There was no clinically significant delay and the patient remained hemodynamically stable throughout the procedure. The patient is stable.